Event description:
It was reported that the patient underwent an implant of her right eye on (B)(6) 2011. It was stated that the patient was experiencing symptoms of halos, accompanied with difficulty driving at night. The patient was placed on pilocarpine 2% which gave partial resolution, however, it was stated that the patient was losing depth perception while on this medication. No complications were reported. Additional information was not provided.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.